Event description:
Embolization of the catheter after three months. Radiological removal from the right ventricle.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.